Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when the balloon was tested, it was not able to inflate. The trocar was changed to resolve the issue. There was no patient involvement.